Manufacturer narrative:
The actual device was not received for evaluation, only photos of the device in question were provided. Based on the photos provided, the photos showed that the position of the plastic block is on the end of the knob screw which is in the maximum position of the knob screw. The plastic block should be in the inside of the toilet bowl to fix the raised toilet seat. It is not correct to put the plastic block on the end of the knob screw. The supplier jan mao has performed a review of the device history record (DHR) for the lot number reported and there was no changes made in design or the production process or the related materials. Due to the lack of the actual device being returned for evaluation, a root cause could not be determined. At this time no additional action will be taken, but we will continue to monitor for any future reports.

Event description:
Customer¿s son called in and stated his mom has had item zchrts01 locking raised toilet seat, for about 8 months. She reportedly went to the rest room in the middle of the night and she and the toilet seat fell over. Customer allegedly fell to the floor, broke her hip, and had to have hip surgery. Per customer's son, the locking mechanism on raised toilet seat would sometimes loosen up on its own. Pictures have been sent. Customer does not want replacement product but is looking for compensation.